Event description:
During a ptca treatment procedure involving an extremely calcified and 99% stenotic lesion in the rca, the bio ranger balloon ruptured at 12 atm's on the initial inflation. Resistance was met upon insertion and removal of the bio ranger catheter. It was replaced with another catheter to complete the procedure. The patient was asymptomatic during this event. A 7f introducer sheath (unknown type), a tgv guidewire (size unknown), and a 7f guider guide catheter were used, but no information was available regarding an inflation device. The bio ranger balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available. It is noted that this product was used after the 'use before' date specified on the package.